Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the implantable pulse generator (ipg), no pacing was observed when the pacing leads were connected. The ipg was not used and the replacement ipg exhibited normal pacing. No patient complications have been reported as a result of this event.